Event description:
Caller reported experiencing a cartridge alarm 30 during insulin pumping, which led to the replacement of the cartridge and subsequent alarm 20 occurrences. The customer confirmed no adverse impact on their blood glucose level, which did not exceed 500 mg/dl. Technical support advised the customer to use multiple daily injections as a backup and decided to replace the pump. Caller was informed about the shipping of a replacement pump, including instructions for returning the faulty pump, and they acknowledged the steps required upon receiving the new device.